Event description:
It was reported that: pt was undergoing surgery to repair a hemina. Approx half way though the case, the user noted that the fresh gas flowmeter on the device was not indicating a flow although the digital flowmeter for o2 and air were reading 1 liter each. Desflurane was also being used. A third party fas analyzer was being used and was indicating zero percent for desflurane. The case was completed using the device. Afterward, the pt indicated that they had recall of the surgery.

Manufacturer narrative:
Device was requested by the manufacturer and is still expected to be sent for an investigation. Evaluation results will be reported in a follow up report.